Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of display was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for to olympus for evaluation. The customer's reported issue (noisy image) was confirmed; this was caused by damage to the charge coupled unit. In addition to the image issues identified, the bending section cover's adhesive was chipped, the video connector was deformed and the up direction lever was out of specifications due to an elongated angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported the endoeye flex deflectable videoscope relayed a noisy image. During laparoscopic cholecystectomy surgery, the endoscopic image stopped outputting and the display went black three times. Error e227 was displayed once, and the video was interrupted without an error display on the other two times. When the problem occurred, the cystic duct and gallbladder artery had been completely dissected, there was no bleeding, and no actual harm was caused to the patient. The operation was interrupted for about 10-15 minutes because the user restarted and reconnected three times, and once wiped the electrical connection with alcohol cotton. The patient was under general anesthesia. No adverse effects to patient reported.